Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded signal artifact monitoring (sam) events. Upon review, the presenting electrocardiogram, it was noted that the minute ventilation (mv) feature was disabled by sam due to high out of range pacing impedances. The ra lead also exhibited mv termination algorithm noise. The hcp stated that the right atrial (ra) lead noise was reproduced during isometrics. This ra lead and pacemaker remain in service and no adverse patient effects were reported

Manufacturer narrative:
B5 (describe event or problem) has been corrected.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded signal artifact monitoring (sam) and atrial tachycardia response (atr) events. Upon review, the presenting electrocardiogram, it was noted that the minute ventilation (mv) feature was disabled by sam due to high out of range pacing impedances. The ra lead also exhibited mv termination algorithm noise. The hcp stated that the right atrial (ra) lead noise was reproduced during isometrics. This ra lead and pacemaker remain in service and no adverse patient effects were reported.